Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the display screen fully illuminated and was fully functional upon startup of the pump. The pump's audible and vibratory alarms were found to be operational upon startup. There was no indication of a pump malfunction related to the reported event during a review of the pump alarm history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).